Event description:
Complainant alleged that while attempting to monitor a patient the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.